Event description:
The micro gripper huber needle used for accessing a portacath will penetrate the skin but meets resistance when attempting to penetrate the portacath. When pressure is applied to the device for insertion into the portacath resistance is met and the patient experienced severe pain. Ongoing pain has been experienced by patient with ongoing redness around the portacath site itself. Other occurrences have transpired with 5 other patients all experiencing pain and the nurse unable to penetrate the portacath septum. The company has come to the facility and found blunt needles without sharp to activate the penetration of the port septum. Product returned for further investigation. Recurrent problem with new product. Have ceased use of the micro-gripper pending investigation. Reason for use: chemotherapy administration.